Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On12/9/2024, it was reported by a sales representative via email that an ar-2324bcsp swivelock would not stay up and kept sliding down. This was discovered during an acl repair procedure on (B)(6) 2024. The case was completed using a new one. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.